Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states a few days after the procedure, the implanted lens became opaque leading to a deterioration in the patient's visual acuity. The patient underwent combined phaco and trabulectomy surgery with iol implantation. Trabulectomy surgery is a procedure used to treat glaucoma. Rayner ifus contraindicate "active ocular diseases (e.g. Chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). The iol remains implanted. Due to the time to onset being reported as a few days following iol implantation, it is very unlikely that the opaqueness observed is due to true opacification of the iol. Most commonly, opacification occurs in the 2-5 years post-operatively due to proliferation of lens epithelial cells. It is possible to consider other factors such as capsular block (residual ovd behind the lens causing turbid fluid build-up - may also spike iop), fibrin reaction or residual cortical material in the eye. The surgeon has indicated that it is their intention to perform additional intervention, including possible lens exchange; however, a surgical plan has not yet been determined. Our review of production records for the rayone aspheric rao600c batch 085279544 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 085279544. Rayner is seeking additional evidence and information from the healthcare facility to further investigate the event.

Event description:
On 26th april 2026, rayner recieved notification from its distirbutor in (B)(4) of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states a few days after the procedure, the implanted lens became opaque leading to a deterioration in the patient's visual acuity.